Manufacturer narrative:
A ge service representative performed an on site investigation. The x-ray controller board and fuse was replaced during the service call. The system was tested and found to be working as intended, and put back into service. This MDR is related to ge healthcare complaint number.

Event description:
It was reported that the 9800 system had an error code at boot up. No patient injury was reported.